Event description:
Physician attempted to deliver a graftmaster jostent to a left circumflex coronary artery aneurysm through the xience stent placed in left main artery. Once in the distal left main arrtery it was determined the jostent would most likely not reach the aneurysmal site. The jostent was withdrawn, at which time the stent dislodged in the mid segment of the left main artery. A 4mm microsnare amplatz loose neck snare was utilized to retrieve the jostent intact and without difficulty. Patient remained hemodynamically stable.====================== manufacturer response for coronary stent graft, graftmaster: abbott ref # 171607 for this event. Will send to company upon request.

Event description:
Physician attempted to deliver a graftmaster jostent to a left circumflex coronary artery aneurysm through the xience stent placed in left main artery. Once in the distal left main arrtery it was determined the jostent would most likely not reach the aneurysmal site. The jostent was withdrawn, at which time the stent dislodged in the mid segment of the left main artery. A 4mm microsnare amplatz loose neck snare was utilized to retrieve the jostent intact and without difficulty. Patient remained hemodynamically stable.====================== manufacturer response for coronary stent graft, graftmaster: abbott ref (B) (4) for this event. Will send to company upon request.